Event description:
It was reported that the bd alaris smartsite pump infusion set had flow issues.the following information was provided by the initial reporter: we wanted to notify you of another incident for your tracking and investigation. I know we reported an identical issue last week, so I wanted to make you aware of this one as well. This reporter also confirmed they did not save the defective item, so unfortunately there will not be a sample for you to investigate, but I did instruct them to save them in the future if they continue to have issues.product: bd alaris pump infusion blood set,manufacturer: bd,wd#: 176118 - tubing blood administration 100in smartsite 15 gtt/ml 180um,mfg#: 2477-0007,lot#: 26045815.event description: blood tubing with 2 spikes used due to backorder. Spike was clamped that was not being used. Blood backflowed past clamp and leaked out of spike. Unclear why clamp was not adequate to stop flow of blood. Inspected tubing with bedside rn. Tubing clearly clamped on spike that was not used. Unused side of tubing hangs down so unsure if gravity/pump can overcome the clamp and cause backflow of blood from spiked side to unspiked side.

Manufacturer narrative:
Device evaluation:no product or photo was returned by the customer. The customer complaint of flow issues - back flow could not be verified due to the product not being returned for failure investigation.a device history record review for material# 2477-0007 and lot# 26045815 was performed. The search showed that a total of 43,201 units in 1 lot number was built on 27apr2026 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set.due to no sample being received, an investigation could not be performed, and a root cause could not be determined.this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.